Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. A lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo -12.50/+3.0/x100 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to lens rotation not associated to a low vault but the problem was not resolved. " patient related factor" was reported to be the cause of this event. It was also reported that the device failed to perform as intended, the reporter stated, " sulcus to sulcus measured by ubm and found to be larger than expected." Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.